Event description:
Per the patient's surgeon, the patient experienced poor performance with device use, resulting in the decision to explant. The device was explanted on (B)(6) 2016, the patient was re-implanted with a new device.